Event description:
The end-user called medtronic minimed and stated that the bgs were high and a leak was detected at the point where the tubing and the syringe connect. On 10/25/02 maersk medical a/s received the complaint and 1 used tubing.